Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a flipped pump. The flip was confirmed with imaging. The drug in the pump at the time of the event was not known. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.